Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that a patient experienced an anastomotic leak with the use of seprafilm when used as an adjunct in abdominal and pelvic surgery for reducing the incidence, extent and severity of postoperative adhesions or to reduce adhesive small bowel obstruction when placed in the abdomen. This was further specified as ¿moderate harm¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.